Manufacturer narrative:
H3: analysis could not verify excessive heat. Preformed pre-temperature test and in 1 min. Temperatures was gear 77.8, motor was 77.8 and bearing 78.6 f. Handpiece passed however the wheel lock was stuck. Pre repair temperature test results are within limits. "Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of the surgery, the blade stopped working in m5 handpiece and the handpiece had overheated and had h andpiece stalled error message. At this point, the field specialist asked the doctors to aspirate saline solution to check for any blockage, and carried out all the procedures to try to restart the motor and handpiece, but the handpiece stopped working and motor not rotating even after the saline solution had been used and the blade removed. The overheating was noticed in less than a minute of usage. The handpiece was running at 5000 rpm in oscillate mode with irrigation flow rate of 5 ml. The surgery went ahead without the use of a blade. There was no patient impact. User doesn't suspect any issue with the blade.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.